Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant procedures, the lenses are binding when trying to insert the lenses into the cartridges and when advancing the lenses further. The surgeon has tried different cartridges. All seem to bind resulting in excess pressure and scoring of the iols. Additional information was provided by the surgeon, who indicates two possibilities that may be causing the issue: room temperature that may be causing the lenses to be stiffer; therefore, more resistance to deformation while passing through the cartridges or the cartridges. Additional information has been requested. There are three medical device reports associated with this reported issue. This report is for the one of three different cartridge models reported.